Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture confirmed by MRI. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec and bubbles in the gel. Cloudy in the gel observed after autoclave cycle. The device is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left rupture confirmed by MRI. The device has been explanted.